Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. Analysis of the ins serial# (B)(4) found no anomaly. Product analysis #234049375: analysis information -- 2018-07-18 09:32:27 cst pli# 10 product ID# 97702 below is unedited, system generated text based on the analysis finding code(s) and test results. The returned {device} passed all {functional} testing in the laboratory. No anomalies were identified. Due to the reported complaint, an impedance test was performed in 0.9% saline solution and good impedances were observed using an n'vision clinician programmer. The ins passed the final functional test on the automated test console. The ins failed the final functional test on the automated test console. {the ins failed due to problem with tester. See an_ngt_initial} a lab functional test determined there was good stable output on the electrode pairs the ins had when it was received. A lab functional test determined there was good stable output on all electrode pairs referenced to the {referencing the #0 and #8 electrodes} electrode. Analysis determined there were no issues when pressing on the ins can. Analysis determined the telemetry was acceptable. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep). It was reported that ins has bad impedances. It was reported during battery replacement, once the ins was attached and impedances ran all were >10 ,000. Leads were removed from battery and gently wiped with dry gauze and replaces n appropriate channels, still high impedances. Removed again, channels were cleaned out and leads dried again. Careful placement again into appropriate channels with tightening of torque wrench with no change in impedances. Multi lead trialing cable was used to check paddle lead which showed normal impedance. Another ins was openedand leads were placed. Impedance were all within normal limits. The issue was resolved at the time of this report. No patient involvement. No symptoms or complications were reported in this event.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow up will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.